Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: d284drg ICD, implanted (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead had noise and oversensing. The right ventricular (rv) lead had noise. Follow up with the physician's office indicated the physician will continue to monitor the leads. The leads remain in use. No patient complications have been reported as a result of this event.